Manufacturer narrative:
Concomitant medical products: t505c229 valve, implanted: (B)(6) 2011; t505c227 valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of short ventricular intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was to be brought in to reprogram the lead from unipolar to bipolar sensing.